Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose after no delivery alarms and set change. Customer's blood glucose was 558 mg/dl. Customer treated her high blood glucose with the insulin pump and insulin injection. During troubleshooting, customer mentioned the cannula on the infusion set was bent. Customer reported she cleared the no delivery alarms by changing the infusion set and site but did not change the reservoir. Customer was using expired serter. After troubleshooting, customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.